Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope image was blurry. The issue occurred during preparation for use. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the event was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, malfunction most likely occurred due to moisture invasion of the device, and the device was unable to accurately recognize the subject. It was also presumed that drying the subject device removed the moisture at inspection, and foggy image was resolved. As a result, the suggested event was not reproduced. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor the field performance of this device.